Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the battery wires were pinched (insulation compromised). Lower case replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.